Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported the screw for connecting chisel blade to the handle was lost during a procedure. Additional information was not available. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device. The review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device lot. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device. The investigation of the chisel handle shows that the tightening screw is missing. There are no other damages visible. Unfortunately without more information exact cause which has led to this occurrence could not be determined. As the tip of the screw is designed in such a way that the fixation screw cannot be unscrewed from the bolt, it is assumed that too much mechanical force had been applied during use. Please note, that the screw has a stop and thereby it is impossible to unscrew this (given design). The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.